Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. In speaking with olympus technical assistance support (tac) via phone, the customer was advised to immediately turn the video system center off, and unplug the power cord from the wall main outlet and let the ac power into the video system center. The customer was advised that the unit needed to be repaired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an e333 touch panel error code displayed on the video system center. The issue occurred during a therapeutic arthroscopy procedure, which was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.